Event description:
It was reported, that the patient presented in clinic for a follow up. It was noted, that the helix was unable to retract and extend on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Event description:
New information notes that the lead had failure to capture due to dislodgement confirmed during fluoroscopy on the right ventricular (rv) lead. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture and helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.